Manufacturer narrative:
Section d4 & h4: multiple attempts for device serial number were made, however, no response was received. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms while connected to the power module as well as a no external power alarm was confirmed via the log file. The system controller was not returned for analysis; however, a log file was submitted for review with events spanning approximately 12 days (23jun2021 ¿ 05jul2021 per time stamp). The controller recorded intermittent power cable disconnect alarms that were not associated with a power source exchange due to power cable faults, occurring on both cables. The power cable disconnect alarm activated with these events as well. All of the atypical power cable disconnects occurred while the controller was connected to the power module battery power and did not happen while the patient was connected to battery power. These atypical alarms occurred at the time stamps of 23jun2021 at 02:03:02 ¿ 06:10:37, 27jun2021 at 22:41:07 ¿ 28jun2021 at 06:54:02, 05jul2021 between 12:21:22 ¿ 14:55:53. During these atypical alarms, the rsoc voltage on the white power lead was lower than the expected 14v with voltages captured as low as 0v. Low voltage hazard alarms were also active on 27jun2021 between 22:44:03- 22:44:04 16:07:30 while the black power lead was connected, and an atypical power cable disconnect alarm was active on the white power lead. The alarms cleared when the black power lead was reconnected. On 05jul2021 at 14:47:12, a no external power alarm activated due to a dual disconnection of the power leads. The backup battery provided power to the system during these events and the alarm cleared once power was restored. The driveline was disconnected on 05jul2021 at 14:58:27 for a system controller exchange. Multiple good faith efforts were sent to retrieve additional information including the serial number of the system controller, as well as if any equipment was exchanged and would be returning; however, no response was received. The root cause for the atypical power cable disconnect alarms was unable to be conclusively determined through this analysis; however, the root cause of the no external power alarm was conclusively determined to be due to a dual disconnection of the power leads. The device history records were unable to be reviewed due to the serial number of the system controller being unknown. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, and backup battery fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-03931. It was reported that the logfiles were submitted for review and the site requested the deviation counts for the power required by each phase of the pump. The log did not display any data to suggest a ¿short to shield¿ driveline issue. The log file analysis revealed multiple strings of power cable disconnect alarms while connected to the power module. The power cable disconnect alarms are possibly due to cable fatigue, recommended that patient cable is exchanged. The log file analysis also revealed low battery hazard alarms at 10:44pm on (B)(6) 2021. The log file analysis also revealed a no external power alarm at 2:47pm on (B)(6) 2021, due to a momentary external power disconnect. The log displayed intermittent low flow alarms where the low flow estimator dropped below 2.5 liters per minute. There do not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. The log displayed a string of driveline disconnect alarms at the end of the file associated with a controller exchange. There were no other unusual events in the log. The mcs equipment was operating as expected.